Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were made. The patient was stable.